Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on objective lens, the image has partial dark areas. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. This issue occurred during inspection for use. There were no reports of patient harm.